Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: new information received by email from the customer : a priori the needle broke but the device having been thrown away, we cannot confirm this.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Patient treated for restoration of digestive continuity following crohn's disease. During the closure of the aponeurosis of the patient's middle scar, the needle was cut into two parts and fell in the surgical site. Both pieces were recovered by the surgeon. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is needle breakage occurred? Or is the needle separated from the thread? Additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? No - did the needle fall into the patient? Yes if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Retrieval by the surgeon using the needle holder ¿ was there any additional tissue damage as a result of searching for the needle piece? No what does it means " the needle was cut into two parts"? Yes - according to the lot number provided (sbmdaz), it corresponds to a product code z318h11. However, the complaint mentions a frfz318. Please provide clarification on this matter .according to the customer's declaration, the product code is fz318. The following additional was received: risk of presence of sharp foreign part in the surgical site. Risk of injury. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2023. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.